Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). The patient experienced felt unwell and visited the hospital. Upon reviewing the patient, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.